Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, and/or excessive weight." (B)(4).

Event description:
It was reported that patient underwent revision hip arthroplasty on (B)(6) 2010. The patient fell and a subsequent revision procedure was performed on (B)(6) 2011 due to fracture of the acetabular liner which occurred as a result of the fall. The acetabular liner was removed and replaced. No further information has been provided to date.